Manufacturer narrative:
The device was received for evaluation. During visual inspection, missing directional flow label was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be missing directional flow label. The case shimming requires re-performing to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of missing directional flow label during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.